Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide model: ent450 14518-5c-aw rev e 03/16 checking your blood glucose 7 / page 96 warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose levels reached 14 mmol/l (253 mg/dl) while wearing the pod between 4 and 24 hours on the arm. The patient noted the cannula was bent and the adhesive was not secure. It was also noted the adhesive pad had blood on it. A new pod was applied to treat the hyperglycemia.

Manufacturer narrative:
The returned product was evaluated and performed as designed. No bend or kink was observed in the cannula. The adhesive pad was inspected, and blood was noticed on the adhesive near the cannula window. The adhesive was securely attached to the device, but it could not be determined what caused the reported event of the adhesive not being secure during wear. No malfunction or other product conditions were found that would have contributed to the reported hyperglycemia.